Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer wore the pump against their skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Blood glucose was 425 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Insulin delivery was resumed.